Event description:
It was reported that following replacement of the ipg the impedance readings were "off" and the patient was not feeling stimulation. A plug was used on one of the ports of the new ipg. All set screws were tightened. Impedance values were >4000 ohms on some of the bipolar pairs read at 1.5 volts (0-3 pair). Testing was done at 4.0 volts and the 0-3 pair read 3762 ohms. All other pairs at 4.0 volts were between 1250 - 1883 ohms. Therapy impedance values were 2696 ohms. The patient was currently admitted to the hospital. Additional information received indicated the patient continued to not feel stimulation and was referred to a neurosurgeon. Impedance checks were ok at that time, and nothing abnormal was seen on x-ray. The patient was not an ideal candidate for surgery at this time. The patient was referred to his primary care physician, and will have a consultation for a pump in the future.